Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user, who lives in australia, contacted dario to report inaccurate blood glucose (bg) readings. The user reported that due to the above, she almost went to the hospital. In addition, the user reported receiving inaccurate bg readings from her dario meter compared to the bg readings that she received from the pharmacy's meter.